Event description:
The event is reported as: the clips fell out of the applier during an endoscopic surgery. None fell into pt's incision. No pt injury reported.

Manufacturer narrative:
Product will not be received by MFR. The investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.